Event description:
It was reported that the patient had high impedance on one of the leads. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, the patient received competitor¿s system. Investigation was unable to determine which of the leads had high impedance.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000110774.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.